Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered positioning this right ventricular lead to obtain acceptable measurements. When the lead was positioned, high out of range shock impedance measurements were obtained. A decision was made to implant a second lead. Similar shock impedance measurements were obtained. An internal technical service consultant was contacted and suggested reprogramming the shock vector. Post programming, normal and stable impedance measurements were obtained with the second lead. As the first lead used was placed in the desired position, the lead was reconnected. Measurements remained high out of range. A decision was made to removed this lead and leave the second lead implanted. The patient with this lead has dilated cardiomyopathy and had been previously resuscitated from sudden cardiac death several times. This lead will be returned for analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.